Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.

Event description:
A third party service agent contacted stryker to report that their customer device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The system pcb and user interface pcb assembly were replaced and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed parts were further evaluated by stryker product analysis center (pac) and the reported issue could not be duplicated. A conclusive cause could not be determined.